Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the root cause appeared to be associated with use. One 0.035¿x70cm guidewire was returned for evaluation. The sample exhibited evidence of use. What appeared to be blood residue was observed on the wire. The wire was severely kinked and the coil wire was broken at the kink site. A functional test revealed that the undamaged section of the wire fit through the catheter and introducer needle without resistance. Due to the evidence of use, it appeared that the catheter was damaged due to unintended complications during the insertion process. The instructions for use (IFU) indicate that the guidewire should not be pulled back over the needle bevel as this may sever the end of the guidewire. The introducer needle should be removed first. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored as part of ongoing efforts to identify potential manufacturing related issues and emerging trends.

Event description:
It was reported that the guidewire was damaged and slightly frayed. There was no reported patient injury.

Event description:
It was reported that the guidewire was damaged and slightly frayed. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.